Event description:
It was reported the device was received damaged. No patient injury was reported.

Event description:
It was reported the device was received damaged. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in very good condition. The customer stated problem was duplicated, a damaged front cover was found. The front cover was replaced. As the customer it is reclaiming that the device was received damaged, that means that the damaging was caused by shipping. No causes or potential causes to the customer's reported problem were found during the DHR review.